Manufacturer narrative:
The promus premier ous mr 16 x 4.00 mm stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the mid stent region were noted to be lifted and misaligned. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. A 16 x 4.00 promus premier drug-eluting stent was advanced for treatment. However, during procedure, the stent was deformed and the physician was unable to implant it. The procedure was completed with another of same device. There were no patient complications nor injuries reported.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the extremely tortuous and excessively calcified right coronary artery (rca). Following predilatation with balloon catheters, a 16 x 4.00 promus premier drug-eluting stent was advanced with the use of a guide extension catheter. It was noted that the stent was deformed and the device was removed. The procedure was completed with another of the same device and two other drug eluting stents. There were no patient complications nor injuries reported.